Event description:
A malfunction was reported by the customer, indicated by malfunction code 9. There was no reported impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, with no recurrence of the malfunction code after resetting. The customer was advised to continue using the pump and to contact technical support if the malfunction code recurred.